Event description:
Customer reported that the insulin pump alarmed threshold suspend. Customer stated that the sensor reading was 60 mg/dl but her blood glucose was 186 mg/dl.customer resumed on the basal delivery and bolused for that blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.